Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ nid, e.coli was misidentified as shigella flexeri. One sample was affected. There was no patient impact reported. The following information was provided by the initial reporter: "customer states shigella flexeri was identified. Sample was sent out for confirmatory testing (unknow what confirmatory testing is used) and shigella was not identified. Customer retested isolate and e. Coli was identified. Maldi was not performed. Customer states isolate was motile."

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of e. Coli as shigella flexneri when using phoenix panel nid (448007) batch number 2263221.the customer provided phoenix generated lab reports, binary files, and an isolate but did not return panels for the investigation. The customer noted that are using setting up cultures from bd blood agar plates. To investigate, retention panels from complaint batch 2333478 were tested using customer returned e. Coli isolate (ur-1) on a phoenix m50 instrument and evaluated for identification results. During the investigation, all panels identified as e. Coli. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect across this panel sku (#448007). Bd ID/ast plant quality will continue to monitor mis ids for trends and take action as necessary. Please continue to communicate any additional concerns. The difficulty in differentiating between shigella species and escherichia coli, both closely related members of the enterobacterales group, is widely known. Although these species are phenotypically very similar, they are epidemiologically different in their presentation of clinical disease. Because of this, many clinical laboratories will incorporate guidance in their standard operating procedures for ruling out misidentification of shigella species and e. Coli by common identification systems by checking colony morphology and indole and motility reactions. If, after assessment of all available information, a clinical lab is unable to confidently report an identification between these two species, the isolate may be sent to a reference laboratory for definitive identification. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ nid, e.coli was misidentified as shigella flexeri. One sample was affected. There was no patient impact reported. The following information was provided by the initial reporter: "customer states shigella flexeri was identified. Sample was sent out for confirmatory testing (unknow what confirmatory testing is used) and shigella was not identified. Customer retested isolate and e. Coli was identified. Maldi was not performed. Customer states isolate was motile."